Event description:
Reportedly, the pt had a roux-en-y gastric bypass in 2003 for morbid obesity and developed a large abdominal abscess from a leak of the anastomosis. Pt was returned to surgery 3 days later for exploratory lap, revision and resection of gastrojejunostomy, jejunostomy-jejunostomy, g tube placement and drain placement. 2 liters of fluid removed from abscess. Discovered the staple line of the anastomosis had pulled apart and needed repair. 11 days, pt returned to surgery for exploratory lap and repair of anastomosis. Pt remains in guarded condition.